Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there were two additional complaints associated with the lot which were both initiated by the same reporting entity. The investigation is concluded based on the sample evaluation outlined below. The returned instrument was received at the manufacturing site in its inner blister, covered with they tyvek lid foil showing the batch information. The returned instrument shows no macroscopic signs of damage and exhibits a significant level of residues, that could not further be recognized and the origin of which cannot be identified. However, it was found that those residues cannot be completely washed off with the established cleaning routine, indicating that is an unusual substance not typically used during surgery. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no immediate issues with the product such as burrs, bending of grasping arms or misalignment. Upon functionally testing the instrument, it got blocked and could not be opened again. The blocked forceps arms seemed to be skewed to one side. The blockage may have been caused by persistent left-over residues within the metal tube. However, the exact point in time when the defect occurred can no longer be determined. Therefore, the root cause cannot be identified by this investigation. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during vitrectomy surgery opening/closing failure of the tip of an ophthalmic surgical forceps caused impossible to hold the membrane. The surgery was completed on the same day after replacing with another product. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).